Event description:
The customer reported via phone call that her blood glucose levels have been extremely high or extremely low. The customer believed the insulin pump was delivering too much insulin. Last night her blood glucose level was 227 mg/dl but woke up with a low blood glucose level of 50 mg/dl. Customer also experienced blood glucose levels at 25 mg/dl and 400 mg/dl. She treated her blood glucose with boluses. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. The motor was tested out the device and passed.